Manufacturer narrative:
The customer reported complaint for the autopulse platform restarted with blank lcd display was not confirmed during initial functional testing. The customer reported complaint for the autopulse platform would not resume the compressions was confirmed during archive review and not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. As part of routine service during testing, the platform was examined and found damaged load plate cover, and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The physical damage found during visual inspection is considered unrelated to the reported complaint. The load plate cover was replaced and the sticky clutch plate was deburred to address the encoder drive shaft issue. The autopulse platform is a reusable device, therefore, this type of physical damage found during visual inspection is characteristic of user mishandling. Review of the archive data indicated user advisory (ua) 02 (compression tracking error) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages were recorded around the reported event date, thus confirming the customer complaint. Based on the archive review, the device was powered on and had 2 sessions performed (6 compressions and 157 compressions), and then the platform stopped compressions due to the user advisory (ua) 02. The archive revealed the take-up target and the max load sum exceeded 150 lbs. Further review the archive showed the device stopped compression multiple times due to user advisory 17 - (max motor on time exceeded). The autopulse platform performed 119 compressions on the large size patient (max load sum exceeded 245 lbs.) And then stopped due to user advisory (ua) 17 error. The user pressed restart to clear the fault. The autopulse was used again with the same battery and stop compressing 17 more times due to user advisory (ua) 17. The drive motor was on for more than 265ms during compression without a low battery warning. This was caused by the stiffness of the patient chest. User advisories are clearable error messages and are designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. The load cell characterization verified both load cell modules are functioning within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform was used on a (B)(6) years old male patient (6 ft. 5 inch's approx. (B)(6) lbs.) With previously implanted stents and in atrial fibrillation (af) all day. The autopulse platform performed compressions without issues for an unknown period of time until the crew stopped the platform to shock the patient and restarted to continue the compressions. The first four times of restarted compressions were performed without issues, however, during the fifth time of restarted the platform, the autopulse platform displayed a blank lcd. The manual CPR was immediately performed for a duration of two minutes until the alternative device was used. The rosc was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
The crew responded to a (B)(6) years old male patient (6 ft. 5 inch's, approx. (B)(6) lbs.) With previously implanted stents. The patient was in atrial fibrillation (af) all day and coded. The patient was placed on the autopulse platform and the compressions were performed for an unknown period of time. The crew stopped paused the platform to shock the patient. The platform was restarted to continue the compressions. This sequence was repeated for five times. During the fifth time, the platform restarted with blank lcd display and would not resume the compressions. The manual CPR was immediately performed for a duration of two minutes until the alternative device was used. Per crew, the battery was checked and the status was good, therefore the battery was not replaced. The rosc was not achieved and code was called off and the patient expired. Upon return to the station, the platform was checked by the crew and was able to power up with the existing battery without any issue. The manikin was not available at the station to check the functionality of the platform.